Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this right ventricular lead exhibited high thresholds and the patient had some syncopal events while at home. A revision procedure was done. To date, there have been no additional adverse patient effects reported.